Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed no radio frequency (rf) telemetry on an implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. There were no patient consequences.